Manufacturer narrative:
The manufacturer's service representative instructed the customer over the phone to perform diagnostics. The reported problem was fixed. No additional repair information was provided.

Event description:
The customer reported that the images were scrolling on the screen of the 7700 system. No patient injury was reported.